Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I for a 48 year old female patient. The following data was provided (customer provided cutoff value is <0.013 ng/ml): (B)(6) 2026, sid (B)(6): initial result (B)(6) = 0.203 ng/ml, repeat = 0.177 ng/ml. 2nd draw: initial result = 0.000 ng/ml, repeat = 0.000 ng/ml. The original sample was repeated (B)(6) = 0.00 ng/ml and (B)(6) = 0.00 ng/ml. The discrepant result was reported out of the laboratory. Quality controls (qc) were within range. No impact to patient management was reported.